Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a peripheral percutaneous transluminal peripheral angioplasty procedure using an 8f sheath. Reportedly, a cuff miss occurred. Then a second proglide was attempted and the same occurred. Then a third proglide was attempted and the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral angiogram results noted calcification present at access site. It should be noted that the proglide instructions for use (IFU), in the special population section 8.0 states the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.